Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had alarmed compromised force sensor system. The customer¿s blood glucose level was 6.8 mmol/l at the time of the incident. The customer reported that they had compromised force sensor system alarm and wouldn't push out insulin. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.